Event description:
It has been reported that surgery time was extended.

Manufacturer narrative:
The affected product was returned and evaluated. Dimensional inspection of the 3 tibial bases indicated they were within specification and no manufacturing or material deviations were noted. Two inserts were returned. Dimensional inspection of the first insert indicated it was within specification. The 2 insert had deformations on two attributes which prevented accurate dimensional analysis. These deformations were most likely caused during insertion attempts with the tibial base. All other attributes were within specification. No material or manufacturing deviations were noted on the inserts.